Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned for evaluation (implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that on (B)(6) 2020, the codman hakim programmable valve probe was disconnected from the luer adaptor and was accidentally attached to the system in the irrigation procedure on a (B)(6)-old patient with a brain tumor. The white color caused the issue as the probe was confused as part of distal/ventricular catheter. The valve stayed implanted. The event did not lead to an increase in time, and no patient injury was reported.